Event description:
While using the svg to rca as a retrograde approach, the corsair pro xs got stuck in a previously placed stent in the svg. When trying to remove the mc, the catheter became trapped on the wire. As dr. Neupane tried to pull the mc back, the hub pulled off the mc and he subsequently had to snare the mc and old stents out.